Manufacturer narrative:
Failure event observed during analysis. Final analysis found, the device to be in bvvi mode. A review of the device image showed the cause of the backup operation was due to a single uncorrectable parity error that occurred. Memory testing was performed, and no anomalies were found. The cause of the parity error remains undetermined.

Event description:
This report is to advise of an event observed during analysis.